Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin syringe with bd ultra-fine¿ needle there are printing defects. The consumer reported ¿two units of the item are with the lot information and expiration date incomplete.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: the customer provided several photos for investigation. These were reviewed and they show that the print on the polybag which provides the lot number, the manufacturing and expiration dates is only partially visible due to a portion of the mfg date and exp date being cut off. It appears that the print was placed at the point where the individual polybags are cut and separated from each other after assembly, so that they can be packed in the shelf carton. The manufacturing site performed a device history review for the indicated lot and there were no (0) notifications found. A complaint lot history check was performed on lot # 7128968 for polybag printing defect and this complaint record was found to be the first reported for this defect. The complaint record and photos were forwarded to the mfg site for further review, investigation and possible root cause. On 11may2018, holdrege received six (6) photos of polybags and the variable print region from batch# 7128968. Upon evaluation by qe ah and sr. Qe bm, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause appears to be a jaw jam on the form fill & seal (ffs) equipment, causing the polybag material to be off registry, leading to truncated cuts of the bags and potentially through the variably printed batch information. Generally, these bags are removed from the production line prior to final packaging, however, it is possible these were missed during packaging of this batch. Based on the investigation, no additional investigation and no CAPA is required at this time.